Manufacturer narrative:
UDI= (B)(4). Investigation results a wallstent biliary stent and delivery system was returned for analysis. Visual evaluation found the inner shaft detached from the stainless steel tube. There were no issues with the outer sheath. The inner shaft had been pulled into the outer sheath. A kink was noted proximal to the valve body. No other issues were noted with the device. The force required to pull the inner shaft into the outer sheath would likely result in the inner shaft breaking. The complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used to treat a malignant stricture in the lower bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent failed to deploy. The nurse pushed the outer sheath of the device and the sheath kinked. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft detached from the stainless steel tube.